Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: patient has a history of recurrent pulmonary emboli in the pulmonary artery; however, despite multiple procedures performed for five years prior to filter deployment, there was no dvt identified. The patient¿s history stated that despite being on anticoagulant medication the patient was experiencing recurrent pulmonary emboli in the pulmonary arteries. The identity of the filter, catalog number and lot number were not provided in the medical records received. The name of the physician or facility where the filter was deployed was not provided. Approximately 14 months post filter deployment a vq scan indicated a high probability for pe; although, an ultrasound performed around the same time did not demonstrate any lower extremity dvt. The patient remained on anticoagulant medication. Approximately 19 months post filter deployment a CT angiogram of the chest demonstrated a single clot at the segment level of the left lower lobe pulmonary arterial tree. It could not be determined if the single clot was acute or chronic. The patient remained on anticoagulant medication; although, the patient presented to the ER approximately two weeks post CT scan of the chest with complaint of back and chest pain. No additional studies were performed, no CT angiogram was repeated. No other pertinent patient, device or medical information was provided. The patient status at this time is unknown. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. A vena cava filter was deployed for a history of dvt and pe. Nineteen months post filter deployment, a CT angiogram identified a single clot in the segmental level of the left lower lobe of the pulmonary arterial tree. No deficiency with the filter was reported within the medical records. Based on the medical records, the investigation can be confirmed for pe after filter implantation however it is unknown where the clot originated from in the body. Therefore, the filters association with the pe is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Received and reviewed medical records. A vena cava filter was deployed for history of recurrent pe, despite being on anticoagulant medication. Although multiple procedures were performed, there was no evidence of dvt identified in the lower extremities. Approximately 14 months post filter deployment a vq scan indicated probability for pe, ultrasound performed did not demonstrate any lower extremity dvt, the patient remained on anticoagulant medication. A five month follow up CT angiogram of the chest, demonstrated a single clot in the left lower lobe pulmonary artery, the patient remained on anticoagulant medication. No other pertinent patient, device or medical information was provided leading up to or surrounding the events. The patient status at this time is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, one year and one month of post deployment, the ventilation¿perfusion (vq) scan showed high probability of pulmonary embolism. On the next month, it was reported the patient was discharged from the hospital six days ago after been diagnosed with pulmonary embolism. Around, four months later, a computed tomography angio (cta) chest with and without contrast was performed and it revealed there was a single small segmental level filling pulmonary embolus within the left lower lobe pulmonary arterial tree. This could be acute, subacute or chronic. Around, four years later, chest 2 views was performed and it revealed there was a linear density in the light lower lung seen on the frontal and lateral views. This may relate to a migrated tiny broken piece of the filter in the right lower lung which was embolized. On the next day, a computed tomography (CT) thorax was revealed 2.6cm linear metallic density in a segmental right lower lobe pulmonary artery consistent with embolized filter fragment. Around, three weeks later, the patient scheduled for the filter retrieval, the right internal jugular vein was accessed. The hook on the filter was then grasped with a snare and then filter was without difficulty. Therefore, the investigation is confirmed for filter limb detachment. Additionally, it can be confirmed that the patient experienced pulmonary embolism (pe) post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The current instructions for use states: potential complications: acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism.approximately 14 months post filter deployment a vq scan indicated probability for pulmonary embolism, ultrasound performed did not demonstrate any lower extremity dvt, the patient remained on anticoagulant medication. A five month follow up CT angiogram of the chest, demonstrated a single clot in the left lower lobe pulmonary artery, the patient remained on anticoagulant medication. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patent is unknown.